Event description:
It was reported that during a da vinci-assisted surgical procedure, the arm had an unexpected arm motion during procedure. He concluded that it could be user error but would like a full calibration and verification of the system specifically master tool manipulator (mtm) gravity and entry guide manipulator (egm) testing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the surgeon still has concerns and they have been escalated to our product support team.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed gravity calibration and egm calibration during site visit. The fse also confirmed system was on current software. The system was tested and verified as ready for use.